Event description:
Pt reported bruising in the nasolabial folds, and redness at the tip of the nose, occurring immediately after an injection into the nasolabial folds with juvederm (not otherwise specified). The following day the pt began to develop "small [pus-filled] pimples" in the folds of the nose, and on the cheeks, and the nose also became sore and was in pain. Pt stated that amoxicillin, prednisone and valacyclovir were prescribed by a physician over the phone w/o the pt being seen additionally in the physician's office. The pt declined permission for allergan medical to contact any health professional and the pt has not replied to add'l attempts by allergan medical to obtain supplemental info directly. No further f/u is possible. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012.